Event description:
It was reported that an external pulse generator (epg) wasn't working properly. Follow up found that the epg wasn't pacing correctly and it was attached to a patient when the problem occurred. The customer has returned the epg to the manufacturer for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case and one side bail cover are broken. Battery release contaminated, battery contacts are compressed, the ring is bent, and the battery drawer is damaged. (B)(4).